Event description:
The customer tested his blood glucose and received a reading of 384 mg/dl. He retested and received readings of 167 and 127 mg/dl. The difference between the first reading and the last two readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The test strips are to be returned for evaluation, and replacement strips will be sent.